Event description:
Clinical report states the patient had adhesions and still awaiting resolution. **update** 04/16/2013 - clinical report received again. The patient underwent an arthroscopy to address patellar grind syndrome and synovial entrapment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.